Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/27/2023, it was reported by a facility representative via phone that an ar-1915ft suture anchor corkscrew tip broke off before the anchor was fully seated. This was discovered during a case, device broke during use, all fragments removed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to misaligned insertion; prying/leveraging the device during insertion.